Event description:
On (B)(6) 2023, a peritoneal dialysis registered nurse (pdrn) reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The date provided by the pdrn was (B)(6) 2023. No further information was provided. Attempts to obtain additional information were unsuccessful.